Manufacturer narrative:
Manufacturer¿s analysis could not confirm the customer comment that the device was noisy, however it was noted that the patient connection had disturbed pins; the device was still functional. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there seemed to be a lot of noise while using the analyzer. The analyzer has been returned for repair. There was no patient involvement.